Event description:
It was reported that this device was explanted an replaced on (B)(6) 2019 due to telemetry issues. It was also reported that the rv lead was surgically abandoned and replaced on (B)(6) 2019 due to high pacing thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).